Event description:
A malfunction alarm with code malf 24 was reported, and it was not resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support to switch to manual injections (mdi) as backup therapy. A replacement pump was sent to the customer with updated software, and instructions were provided on returning the malfunctioning pump. The customer understood and acknowledged all instructions and steps required upon receiving the new pump.